Manufacturer narrative:
The in.pacific device was returned for analysis and one image was provided for evaluation. The angio image provided showed a balloon twist in vivo. A visual and a tactile inspection was carried out on the returned device and a twist was observed in the middle of the balloon. No further issues were detected. A 0.018¿ guidewire was successfully advanced though the catheter. During the analysis, negative pressure was applied with a manometric syringe on the balloon and the purging test passed as no bubbles emerged in the water column. The balloon was inflated at the following pressures. At 2 bars, wrinkles and a point of constriction in the balloon profile was visible. At 7 bars, wrinkles were no longer visible but the point of constriction in the balloon profile was still present. At 14 bars, wrinkles and the point of constriction in the balloon profile were no longer visible. A twist was observed on the guidewire tube underneath the balloon twist area. After the inflation test, the balloon was successfully deflated and signs of twist were still observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a in.pact pacific. IFU was followed and the device was prepped without issue. It was reported a balloon twist occurred. No injury was reported. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions